Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. The customer was placed on an IV drip and he was in the 200 mg/dl when he was released. Customer declined to troubleshoot other items, patient had 2 bent cannulas, one that caused hospitalization and other was yesterday (B)(6) 2016 and also had a leak. The customer proceeded to troubleshoot bent cannula and leak.